Event description:
On february 10, 2008, a patient/layperson informed a customer care advocate that her one touch ultramini powered off during testing at 7:00a.m, the morning of the call. After the issue began, the patient reportedly became shaky and sweaty. She took her usual dose of amaryl and metformin. The patient had owned the meter a few weeks. All products were replaced. This senior medical affairs specialist spoke with the patient on february 22 to obtain additional information. The patient confirmed that the issue began in the morning, when she was to perform her morning test. After the meter still does not power on. When she became shaky and sweaty after attempting to test, the patient drank juice and ate toast, feeling better after eating although the patient treated her symptoms with food, the complaint is classified as an adverse event due to the patient reporting symptoms that can be associated with severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.